Manufacturer narrative:
Method of evaluation: (B)(4). Review of information as reported, review of the device history records and complaint history records associated with lot sp100325. Results of evaluation: (B)(4). - review of lot processing history and complaint history records for lot sp100325 was unremarkable. The lot was aseptically processed and terminally sterilized within process parameters. There were no processing deviations or nonconformance related to the nature of this complaint and the lot met qc criteria for release, including mechanical testing results. - as of 04/25/2017, no other complaint has been reported to lifecell against lot sp100325. - as of 04/24/2017, of the 218 devices released to finished goods for lot sp100325, 194 devices were distributed with 135 devices reported to be implanted. Evaluation conclusion: the event is unlikely related to strattice and likely due to the patient's condition including history of recurrent hernia and obesity. Based on our internal review of the device processing history, the lot met qc criteria for product release. There was no nonconformance or deviations encountered in association with the event. No other complaints were reported to lifecell against the lot. Device not returned for evaluation

Event description:
It was reported to lifecell that a patient underwent ventral hernia repair with strattice and fistula takedown on (B)(6) 2016. Subsequent to the abdominal wall procedures, the patient developed a wound infection, draining abscess, and then presented with hernia recurrence. The surgeon removed most of the strattice mesh and completed the repair of the recurrent hernia with a prolene mesh on (B)(6) 2017. The patient was reported to be doing well one week post-op.